Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor intermittently failed to communicate with the ilet, resulting in pairing difficulties and a ¿dosing stops soon¿ alert on the pump while glucose readings continued to display in the dexcom app; troubleshooting steps included restarting the pump, toggling settings, and re-entering the sensor pairing code, after which the pump paired and displayed readings, indicating an intermittent communication failure involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with involvement of the antenna component within the electrical and magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.